Event description:
It was reported that stent dislodgment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). After the lesion was prepped with semi-compliant balloons, the 4.00 x 20mm synergy xd mr stent delivery system (sds) was advanced on the guidewire through the guide catheter and non-boston scientific guide extension catheter. Once the sds was at the appropriate location, it was noticed that the stent was no longer on the balloon. X-ray was then used to trace back and locate the stent, which was found inside the guide catheter just distal to the sheath. All devices were removed from the patient and the stent was removed from the guide catheter by forcing it out with a wire. There was no harm to the patient and the procedure was completed successfully using a 4.0 x 38mm synergy xd.

Event description:
It was reported that stent dislodgment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). After the lesion was prepped with semi-compliant balloons, the 4.00 x 20mm synergy xd mr stent delivery system (sds) was advanced on the guidewire through the guide catheter and non-boston scientific guide extension catheter. Once the sds was at the appropriate location, it was noticed that the stent was no longer on the balloon. X-ray was then used to trace back and locate the stent, which was found inside the guide catheter just distal to the sheath. All devices were removed from the patient and the stent was removed from the guide catheter by forcing it out with a wire. There was no harm to the patient and the procedure was completed successfully using a 4.0 x 38mm synergy xd.

Manufacturer narrative:
The synergy xd mr us 4.00 x 20 mm stent delivery system was returned for analysis with the stent detached from the balloon. The stent outer diameter at the time of manufacturing within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the exposed balloon. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.